Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger product ID 97745 lot# serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they had issues charging the implant for the past couple of weeks. Patient was now trying to use the implant again and noted they couldn't get it to charge. Patient noted they worked with the equipment for 3 hours last night and the implant would charge for awhile and then they couldn't get it going again. Patient spent an hour repositioning the paddle and noted that if they moved a little bit, they would lose the charging session of the implant. Patient also noticed that when they first got the implant its charge would last for 2 days and would take 30-45 minutes to charge but now the implant charge was lasting for a day and was taking longer to charge. Patient also commented that it was hard to plug in both the recharger and ac power into the controller port sometimes. Patient said it took 3 hours to charge the implant from 0% to 30%. Patient also stated the controller screen would get stuck on checking the recharger for 10 minutes sometimes. During the call, patient confirmed no visible damage to the recharger and controller charging port. Patient reset the controller. Patient attempted an implant charge session and saw system problem rm05. Patient unplugged the recharger from the controller and noted the date and time were incorrect; agent walked patient through correcting both. Patient then voluntarily connected the recharger to the controller and saw batteries low replace the controller batteries soon message (70). The issue was not resolved. Agent reviewed meaning of system problem rm05 and batteries low (70) messages. A replacement recharger (rtm) and controller were sent out. Additional information was received from a patient (pt). It was reported that they received replacement controller and went through the setup process and fully charged everything; however,they were seeing no device found when recharger was not connected. Patient spoke to a manufacturer representative (rep) and was instructed to call patient services. Patient added that they had reset the controller a couple of times. Patient reported no device found (16), connected recharger, and pressed recharge. Patient reported batteries screen with controller at 100% and ins at 90%. Agent had patient reset controller with ac power supply and patient confirmed green flashing light. Patient unlocked screen and no device found displayed. Agent provided information and redirected patient to their rep to unpair and re-pair controller to implant.